Manufacturer narrative:
Additional information was received from the patient stating that the patient has still been having chest pressure when lifting his left arm. A boston scientific technical services consultant explained what the patient is experiencing is a by-product of the design of the minute ventilation (mr) sensor. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A boston scientific technical services consultant discussed the possible reasons for the reported observation and suggested some programming options and troubleshooting. The patient was brought into the clinic for testing and confirmed that the device and the cardiac monitor are aligned with the heart rate measurements. The caller stated they are not sure if the (B)(6) is measuring his heart rate correctly but in the office it did seem to be reading accurately and does not coincide with what the patient reported about the differing rates. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that when this patient is exercising and using his left arm, his heart rate increases more than when the patient uses his right arm with the same amount of weight. The patient stated that when his fitbit is on his left wrist it reports a different heart rate compared to when the fitbit is on his right wrist. No adverse patient effects were reported.